Manufacturer narrative:
The service actions resolved the issue.

Manufacturer narrative:
The field service engineer determined the mixer was misaligned. The sample probe was not springing back to the most downward position. The reagent probe was blunt. The mixer was realigned, the reagent probe was replaced, and the sample probe was adjusted. Precision studies were performed and were within specifications. The customer ran successful calibration and controls.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with crep2 creatinine plus ver.2 on a cobas 6000 c (501) module. The sample initially resulted in a creatinine value of 2.90 mg/dl and this value was reported outside of the laboratory to a physician. The sample was repeated, resulting in a value of 0.82 mg/dl. The repeat value was believed to be correct. The creatinine reagent lot number and expiration date were requested, but not provided.